Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Reportedly, the customer reverted to manual injections for insulin therapy. Although requested, additional information was not provided by the customer.